Event description:
The customer observed multiple occurrences of prism drain time errors for prism calibrators, controls and patient samples for the (B)(6) surface antigen assays when reaction tray lots 90044m500 or 90359m500 were in use. The customer requested a service visit. Data printouts were requested from the customer for evaluation by abbott. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Additional prism reaction tray lot 90359m500, manufacturing date: 07/19/2010, expiration date: 07/18/2011. Prism 6 channel analyzer, list # 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism (B)(6) or (B)(6) surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the (B)(6) or (B)(6) surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Manufacturer narrative:
(B)(4)